Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a genesys hta procerva procedure set was used during a hydrothermal ablation procedure performed on (B)(6) 2018. Reportedly, the patient was under general anesthesia. According to the complainant, during procedure at 39 seconds left in the ablation phase, the patient moved and a fluid loss alarm was then received which prompted the doctor to cancel the procedure. It was then noted that there was fluid that leaked from the patient causing a burn at the vagina, buttocks and labia. The doctor removed the sheath as more fluid was coming out and burning the patient. A silvadene cream and ice were applied to the burnt area. Reportedly, the burn was classified as second degree burn. Post procedure, the patient was examined at the burn unit at (B)(6) and was sent home in a stable condition on the same day. An additional attempt has been made to obtain follow up event details with no response from the clinician.